Event description:
A caller reported a malfunction on the pump, identified by the malfunction code malf 12. Customer¿s blood glucose (bg) level was 302 mg/dl. The customer reverted to an alternate method of insulin therapy.